Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to touch. Additionally, it was reported that data points were missing from the continuous glucose monitor graph. Customer¿s blood glucose level was 132 mg/dl. Customer continued to use the pump for insulin therapy.